Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sigmoid resection, the proximal transection was completed successfully with a dry staple line, but during the distal transection, after the reload was fired and the knife was retrieved, bleeding became visible across the entire staple line. There was staple malformation issue, which resulted in extended surgical time by 15 minutes. The situation was assessed, and interventions included suction, padding the site with gauze, treating the staple line with diathermy, and placing a reinforcing suture on the anastomosis with a barbed wire in a damage control attempt.

Manufacturer narrative:
Correction: h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.